Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl. Customer states that she bloused for breakfast and large ketones as well as high blood glucose. Customer also states that insulin pump did not alarm for empty reservoir. Customer¿s current blood glucose also 400mg/dl. Customer treated high blood glucose with manual injection and bolus. High pressure test was performed and passed. Customer advised to change entire set, reservoir and insulin, treat as per hcp¿s instructions. Insulin pump will not be return for analysis.